Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range high voltage lead impedance was observed via remote transmission. The measurement was close enough to trigger the alert. The patient will continue to be monitored.